Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 546 mg/dl. The customer administered a manual injections to address their bg. Replacement pump was sent to customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.